Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's response to speech is reduced. A trauma has been reported one month before.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. In addition, information on the implant registration card states that a full insertion of the electrode array could not be achieved at initial implantation, with one channel left outside of the cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received yet.

Event description:
The user's response to speech is reduced. A trauma was reported one month earlier. Further intervention is considered.